Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. A visual inspection of the actual sample observed a used click super plus tampon with the string detached from the pledget in one long strand with no knot.

Event description:
Consumer reported upon removal a tampon fell apart and the string pulled out leaving the pledget inside her vaginal cavity. She had to manually remove the pledget. She experienced vaginal pain for three days after removal of the tampon which resolved. She stated she saw her internal doctor and had a hpv test and internal vaginal exam. No tampon pieces were found inside her vaginal cavity. She did not experience any adverse health effects.